Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the reported event is addressed within the labeling as it states: warnings: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. Precautions: only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device. Inflating the balloon catheter: 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon. Note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before performing ureteral stricture dilation surgery, when the ureteral stricture balloon of the balloon dilatation catheter was opened for use, it was clearly seen that the pressure pump was leaking water.

Event description:
It was reported that before performing ureteral stricture dilation surgery, when the ureteral stricture balloon of the balloon dilatation catheter was opened for use, it was clearly seen that the pressure pump was leaking water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.